Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis confirmed normal battery depletion.

Event description:
It was reported that a fatigued patient presented in clinic for a follow-up. The pulse generator exhibited backup vvi mode and premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2014.